Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Dual action replacement brush top brush fell off into mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2016 that while using an oral-b rechargeable toothbrush, version unknown on an unspecified date, the top of the oral-b power oral care refills dual action fell off into his or her mouth. No symptoms developed. The consumer reported he or she had used oral-b toothbrushes for many years, and the bristles fell out of all 3 of the unspecified replacement brushes purchased before the current oral-b dual action refill package was used. No further information was provided.

Manufacturer narrative:
27-oct-2016 product investigation results: the reporter returned one toothbrush head on 12-sep-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6)2016 that while using an oral-b rechargeable toothbrush, version unknown on an unspecified date, the top of the oral-b power oral care refills dual action fell off into his or her mouth. No symptoms developed. The consumer reported he or she had used oral-b toothbrushes for many years, and the bristles fell out of all 3 of the unspecified replacement brushes purchased before the current oral-b dual action refill package was used. No further information was provided.